Event description:
It was reported that a patient presented with low pacing impedance noted on the patient's right ventricular lead. No information regarding intervention or adverse patient consequences were reported.

Event description:
New information received notes that a new issue of unspecified output issue was noted on the patient's lead. No information regarding additional intervention or adverse patient consequences were reported.

Event description:
New information received notes that the patient presented to the emergency room, and dft testing was performed. The reason for the impedance anomaly was unknown. The patient was stable throughout.